Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron plus g136, they allege that they have no water and the handpiece heats up, no injury resulted.

Manufacturer narrative:
(B)(4). 12/2/2025. Hpc # - 12110. St/hp # - 01122. Emf hp; cable,conn/gun cable crsn/rust. The hpc connectors are rusted, restricting water flow, shorted st/hp due to corrosion, restricting vibration when fc is pressed, also blinking service light, the main control board is shorted, causing intermittent operations, open water solenoid, cannot hold pressure, cannot regulate water flow, missing black sleeves on water hose, damaged qd, missing hpc entry cover, damaged fc battery door, fc base pad is peeling off. Check calibration. The unit will be repaired upon estimates approval. Aux cable was not sent in for evaluations.